Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with mulitple cartridges during the load process. Customer¿s blood glucose level was not impacted. The customer was able to load new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.